Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 44 mg/dl. The customer stated that she was intoxicated and could not see the screen clearly. The customer's husband then stated that he was going to take the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.